Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: c-section. Reportedly, during the procedure a 3mm superficial burn to the pt's skin occurred during cauterization of a blood vessel. Wound care involved neosporin ointment.